Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the lcd window, and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, he woke up with blood glucose of 280 mg/dl. Customer stated the up and down arrow buttons on the insulin pump seemed to be stuck. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.